Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not turn on. Fse checked and confirmed the reported issue. Fse recharged the ghost and installed the updated licenses. After recharged the ghost and installation of the updated licenses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system did not turn on. System was not in clinical use. No harm has been reported to philips.